Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion was updated. Device code (B)(4) no longer applies, and (B)(4) was added.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2016 when the device was returned for ana lysis. The event logs were included, which showed that a motor stall occurred and a motor stall recovery occurred. The estimated elective replacement indicator (eri) was 81 months. The solution of water in the pump was confirmed. It was also stated that the pump had a pending alarm.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable pump that was never implanted and there was no patient involved. The pump was set to deliver water at concentration of 1000.0 ul/ml at a dose of 6.4 ul/day. It was reported that the initial interrogation of the pump indicated that the pump was in shelf state and a motor stall had occurred. There were no applicable environmental factors, external factors, patient factors, troubleshooting, diagnostics, interventions, or actions. The issue was resolved. Another pump was validated and confirmed in shelf state for the patient¿s pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.